Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the unit would not turn on and noted that the main seal by the battery compartment was missing and appeared to be cut or pulled off and that the main printed circuit board (pcb) was full of corrosion and that the device was full of contamination and corrosion (the upper and lower case halves, the display assembly, the pcb and liquid crystal display screws, the keypad flex and the encoder flex. It was additionally noted that an extra tube was found under the encoder flex but that two tubes were found in their correct location holding the flex connectors in place, that one plug was missing and that both batteries received were at low volts, no load. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would not turn on. The generator was returned for service. There was no patient involvement. It was further reported that the device subsequently tested out of specification during manufacturer¿s analysis.